Manufacturer narrative:
Technician found the brake casters are old and worn out. The technician replaced both brake casters and the brake/steer casters to resolve the issue.

Event description:
Technician alleged that the brakes do not hold. No alleged injury by account.